Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 455cc mentor memorygel breast implants experienced bilateral capsular contracture (baker¿s grade unknown) post procedure. The capsular contracture was confirmed with ultrasound and diagnosed by a physician. The capsular contracture was accompanied by pain in which the patient went to an urgent care center for, treatment unknown. Additionally, brain fog, fatigue, vision loss, high anxiety, depression, breathing problems, difficulty swallowing, candida, and irritable bowel syndrome. The root cause of these symptoms is unclear. No device issue such as rupture was reported. As a result, an explant was performed on (B)(6) 2019.